Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was customer delivered insulin but it was not active yet. Bg was addressed via waiting for insulin to correct bg levels. The customer was instructed to consult with healthcare provider regarding bg level.